Event description:
Customer called alleging that he over medicated himself due to false readings. He states that the meter gave him a low reading so adjusted his food and medication accordingly, only to receive yet another lower reading. An evaluation was conducted over the phone, which determined that the meter was working within specifications. Customer was asked to return meter for further evaluation and a replacement was provided.